Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms#: 617147. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the case top was cracked on all corners, bottom cracked case, right plunger case and ac receptacle cracked. Occlusion testing was performed and found that motor not running during testing. The root cause of the issue was there was a impact to the device that knocked the main board out of alignment and out of extrusion slot. Replaced case top, case bottom, right plunger case and realigned the main board into the extrusion slot. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the case cracked and motor not running. No patient injury was reported.